Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information. Additional information: imdrf annex e and f codes. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air in line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device unexpectedly alarms for "air in line" after an infusion had been running for at least an hour or two. This was a general comment by the clinician, no dates of the event were provided, no specific device was sequestered from the events, and no further information was given. This was reported to bd representatives during an on-site visit. There was patient involvement, however no harm was reported.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air in line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device unexpectedly alarms for "air in line" after an infusion had been running for at least an hour or two. This was a general comment by the clinician, no dates of the event were provided, no specific device was sequestered from the events, and no further information was given. This was reported to bd representatives during an on-site visit. There was patient involvement, however no harm was reported.

Event description:
It was reported that device unexpectedly alarms for "air in line" after an infusion had been running for at least an hour or two. This was a general comment by the clinician, no dates of the event were provided, no specific device was sequestered from the events, and no further information was given. This was reported to bd representatives during an on-site visit. There was patient involvement, however no harm was reported.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.